Event description:
It was reported that an alert triggered due to high impedance on the defibrillation coil of the right ventricular (rv) lead. The alert threshold was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).